Event description:
The initial reporter stated they received discrepant results for six patient samples tested for multiple analytes on a cobas 8000 c702 module. Results for the following assays were involved: glucose hk gen.3, magnesium gen.2, cholesterol gen.2, and calcium gen.2. For samples 1-5, no questionable results were reported outside of the laboratory. The customer repeated the samples as the initial values were deemed implausible. Samples 1, 3, 4, and 5 were repeated on a second analyzer. The first sample initially resulted in a glucose value of 741.9 mg/dl and it repeated as 94.1 mg/dl. The second sample initially resulted in a magnesium value of 0.08 mmol/l and it repeated as 0.88 mmol/l. The third sample initially resulted in a magnesium value of 0.08 mmol/l and it repeated as 0.87 mmol/l. The fourth sample initially resulted in a cholesterol value of 8.7 mg/dl and it repeated as 237.5 mg/dl. The fifth sample initially resulted in a calcium value of 76 mg/dl and it repeated as 2.38 mg/dl. The sixth sample initially resulted in a calcium value of 1.25 mg/dl and it repeated as 2.45 mg/dl.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer replaced vacuum tubing, performed a gear pump adjustment, and adjusted all probes. Cuvettes, the lamp, sample probe, and reagent probe were replaced. A syringe was rinsed and probes were cleaned. Performance testing was acceptable. The investigation determined the service actions resolved the issue. The issue is consistent with a defective sample probe.